Event description:
The customer reported that the ventilator alarmed due to a vent inop while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported problem. Review of the device diagnostic log noted a vent inop occurrence. The service technician replaced the power supply and blower motor controller pcb board to address the reported event. Performance verification testing was completed and passed to operating specifications.